Event description:
(B)(6) passed away due to complications of embolic stroke. (B)(6) was on warfarin, blood thinner medicine since he had the aortic valve replaced in 2005. The recalled medical devices, (in ration monitor and inr strips) were measuring the amount of medicine in the blood enclosed please find a copy of death certificate, letter from the remote cardiac services requesting not to use in ratio meter nor inr strips anymore, copy of the check alere (B)(4), paid wife (B)(6) for the returned in ratio meter and inr strips, and numbers of the returned products. Please inform wife (B)(6) whether there is a class action lawsuit against the manufacturer alere (B)(4). And the law firm which handles the case. Please keep my name confidential. Thank you. (B)(6). Dose or amount: one or two times a week. Dates of use: from 2006 to (B)(6) 2011.